Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight? Date of index surgical procedure when stratafix suture was used? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, or during suture placement? Date of revision/re-suturing surgery? What was the appearance of the stratafix suture during the revision/re-suturing procedure? What was used for re-suturing? When was the intra-abdominal hernia observed/diagnosed? Other relevant patient comorbidities/concurrent surgeries/concomitant medications? What is the patient¿s current status? Product lot number?

Event description:
It was reported that the patient underwent an emergency c-section procedure on (B)(6) 2020 and the barbed suture was used. Two days after surgery, the patient experienced pain and brought back in for MRI/CT scan. Rectus sheath dehiscence was discovered. It was reported that the barbed suture did not support the wound, the incision site on rectus sheath. Upon further investigation patient had an intra-abdominal hernia which, per surgeon's opinion, contributed to the wound dehiscence. The patient required revision surgery or hardware removal. Additional information has been requested.